Manufacturer narrative:
Following return and completion of laboratory analysis this event will be futher updated.

Event description:
(B)(4) received information that this right atrial lead was not providing pacing. The physician elected to surgically intervene and reposition the product. The patient then returned for follow-up, at which time capture was no longer observed. The patient was hospitalized and the atrial lead removed. The lead is expected to be returned for laboratory analysis; no adverse patient effects were reported prior to the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix failed to function as intended due to the presence of dried blood/body fluid, in and around the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.